Event description:
It was reported that the surgeon noticed after implantation of eyhance intraocular lens (iol) that there was a plastic bit in the eye. The surgeon noticed that it occurred after implantation of iol as it was "clean" after I/a (irrigation/aspiration) mode. The customer did not save any product for further investigation due to not being able to extract it out, and has not been able to take any picture either as there are no external screens to see the operation. The plastic piece could be blue or white, thin, and long as an eyelash or just short as a dust. The pieces were extracted out with I/a handpiece without any harm to the patient. No further information has been provided.

Manufacturer narrative:
Age, weight, ethnicity: per EU regulation (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Catalog number: unknown, as the serial number was not provided. Serial number: unknown/not provided. Expiration date: unknown, as the serial number was not provided. Unique identifier (UDI) number: unknown, as the serial number was not provided. If explanted, give date: the lens remains implanted. (B)(6). The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. Attempts have been made to obtain missing information; however, the account did not have the information. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.